Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) displayed pacing impedances of greater than 2000 ohms. The impedance trend was reviewed and it was noted that the impedance has been fluctuating over the past year. The patient was seen in the clinic. Lv threshold measurements had increased to 4.0v @ 2.0ms, from 2.0v @ 1.0ms at implant. The patient had also been experiencing diaphragmatic stimulation. The lead was reprogrammed from lv tip to lv ring to lv ring to rv coil, resulting in pacing impedance measurements within acceptable limits and a threshold measurement of 3.0v @ 2.0ms. The physician elected to continue monitoring.